Manufacturer narrative:
Supplemental report is created to correct the following: h. Device manufacturers only . 6. Adverse event problem: change in component code, type of investigation, investigation findings, investigation conclusions. 10. Additional manufacturer narrative. The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the energen and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity upon interrogation of device. Boston scientific technical services (ts) recommended sending the save to disk data to engineering. Device was explanted and returned to boston scientific. Device was analyzed by engineering were it is confirmed that battery depletion is due to low-voltage capacitor component. No additional adverse patient effect were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity upon interrogation of device. Boston scientific technical services (ts) recommended sending the save to disk data to engineering. Device was explanted and returned to boston scientific. No additional adverse patient effect were reported.

Manufacturer narrative:
Supplemental report is created to correct the following: h.device manufacturers only 6. Adverse event problem: change in component code, type of investigation, investigation findings, investigation conclusions. 10. Additional manufacturer narrative. The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the energen and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003 indicative of voltage too low for projected remaining capacity upon interrogation of device. Boston scientific technical services (ts) recommended sending the save to disk data to engineering. Device was explanted and returned to boston scientific. No additional adverse patient effect were reported.